Event description:
Info received indicates the account is unable to place a nurse call from the bed.

Manufacturer narrative:
The tech found the pins on the communication cable were bent where it plugs into the wall. The tech replaced the cable to repair the bed.